Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist informed having installed the implant in the region of tooth 22 with a primary stability of sixty ncm. A week after the surgery, the patient fractured the tooth 21, presenting pain and abscess on the area (the implant installed was within normality). A week after the removal of the tooth, the patient presented intense pain on the implant area, which caused him to opt for its removal.